Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump was faulty. The circulation pump was replaced. Device underwent 2k pm. The mixing pump, heater and drain valves were replaced. Device passed applicable testing. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device did not build up pressure, flow dropped and stopped. Pumps rattled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device did not build up pressure, flow dropped and stopped. Pumps rattled.

Event description:
It was reported that the arctic sun device did not build up pressure, flow dropped and stopped. Pumps rattled. Per follow up information received on 25jan2024, evaluation was complete. There was no patient involvement and defective circulation pump. Per follow up information received via email on 26jan2024, device would be repaired in the hospital by medtech support.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump was faulty. The circulation pump was replaced. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed as it was noted that the circulation pump was faulty. The circulation pump was replaced. Device underwent 2k pm. The mixing pump, heater and drain valves were replaced. Device passed applicable testing. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not build up pressure, flow dropped and stopped. Pumps rattled. Per follow up information received on 25jan2024, evaluation was complete. There was no patient involvement and defective circulation pump. Per follow up information received via email on 26jan2024, device would be repaired in the hospital by medtech support. Once done, paperwork would be uploaded to smx and there was no patient involvement.